Manufacturer narrative:
H3, h6: the real intelligence cori, part number (B)(6), serial number (B)(6), used for treatment was not returned for evaluation. An image was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the images was conducted and confirmed the overcuts. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a visual inspection, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to the cutting technique. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, the original plan said resection 8.5 mm off the medial tibia. The doctor proceeded with the plan and started burring all the tibia. The surgeon noticed that the resection depth looked deeper than 8.5 mm, so he stopped and measured the resection depth. It was approximately 11 mm. They then changed the plan to resect 3 mm less (5.5 mm off the medial tibia) and proceeded to bur all the tibia. The resection ended up being approximately 8.5 mm despite planning for a 5.5 mm cut. The procedure was resumed after a non-significant delay using the same device, and no further complications were reported as a result.

Manufacturer narrative:
Additional information: d9, h3, h6 (component code; type of investigation; investigation findings; investigation conclusions) and h11. Correction: h6 (health effect: impact code: f12 was removed). H11: the real intelligence cori, part # rob10024, serial # (B)(6), used in surgery, was returned for evaluation. Nothing was visually identified to the reported problem. The cori console was powered on and booted to the start screen; the reported problem couldn¿t be reproduced. Software ri. Knee-v3.0.4.0, idb 2.94, with both ukr and tka procedures installed, and language pack was not installed, hip 1.1.0.5. A mock tka test case was performed; the case was completed without any issues. An image was provided. The reported problem was confirmed with a visual inspection. A visual inspection of the images was conducted and confirmed the overcuts. Screenshots and system log files provided were reviewed and the reported problem was confirmed. The knee center on the coriograph pdf did not match knee center provided in the. Json file. The tibiaproxhorn is the highest point on the tibia surface used in registration, while the tibianeutral is a reference point at the tibial plateau center. In standard anatomy, tibiaproxhorn aligns well with the knee center, but in atypical cases, its misplacement can disrupt the cori registration process. The most likely cause of the reported problem is a known software defect. A complaint history review was performed by part number and no similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the software met all specifications upon release into distribution. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Based on the investigation, no containment or corrective action is recommended or required at this time. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference: (B)(4).